Event description:
Information received by medtronic indicated that the insulin pump rejected new battery in past, buttons are more difficult to press than when he first got it, unexplained no delivery alerts, pump is louder during prime/rewind process than when he first got it. No harm requiring medical intervention was reported. Troubleshooting was not performed. It is unknown whether the customer will continue or discontinue to use the device and the insulin pump will not be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms, unusual or loud motor noise, unresponsive/sticky buttons, or unexpected battery failed alarms noted during testing. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals during (B)(6) 2023 there were a total of six (6) no delivery (insulin flow blocked) alarms, listed below: (B)(6) 2023 09:10:00 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. (B)(6) 2023 21:49:00 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. (B)(6) 2023 15:49:38 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. (B)(6) 2023 15:53:32 alarm alert notification (40) fault number: no delivery (7) during a manual bolus delivery. (B)(6) 2023 21:34:22 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. (B)(6) 2023 21:37:54 alarm alert notification (40) fault number: no delivery (7) during a manual bolus delivery. No battery failed alarms are found in the downloaded pump history and long trace files. The pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. Loud noise during pump rewind and prime/fill operation is not confirmed. Battery failed alarms (rejecting new batteries) are not confirmed. Keypad anomaly (difficulty pressing buttons) is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.